Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. On 07/13/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. The suspect polaris spectra system control unit (scu) was returned and evaluated. Manufacture date march 2013. When connected to a known good system, the scu functioned normally without any communication issues. A check of the event log did not reveal any past failures. No problem found. The scu will not be returned to service inventory due to the poor return packaging and resulting questionable condition of the returned part. Analysis of the camera event logs indicated there may have been a problem during execution of a firmware update. Software engineering suggested attempting to re-program the psu (position sensor unit) firmware. The reported device was inspected by (B)(4) analysis center after 2015-06-25 and it was confirmed that the reported device had no malfunction. The cause of this event is likely due to the power supply at the hospital. Return requested. Replacement positioning sensor unit (psu) kit shipped to site. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system camera started to beep after approximately three hours into the procedure. The frame and probe experienced a recognition failure, and then recognition returned. Several minutes later, this issue occurred again, and appeared to be resolved, however, the camera cycling resumed. This situation persisted. In trouble-shooting, the power of the navigation system camera was turned off and then on, but did not resolve the issue. The power cord was then unplugged from an outlet and plugged back in to re-start. With knowledge of the concern, the surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Suspect scu (system control unit) analysis: manufacture date march 2013. As received, the scu firmware is revision 12. When connected to a known good psu of the same firmware, the scu functioned normally without any communication issues. A check of the event log did not reveal any past failures. No problem found. The scu will not be returned to service inventory due to the poor return packaging and resulting questionable condition of the returned part. No fault found. A review of the system logs found there may have been a problem during execution of a firmware update. Engineers suggested attempting to re-program the psu (position sensor) firmware, and check to see if the errors are gone. When an scu is shipped out for replacement it also comes with a disc to update the firmware on the system psu. This is most likely what resolved the issue. Medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. The system is now functioning properly with no further issues encountered. Issue resolved.